Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose was 520 mg/dl. The customer was admitted to the hospital and treated with IV fluid. After the troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. Customer was advised to call back for assistance if issues persist. The customer also reported lost sensor alert. After removing sensor from customer body it was determined that sensor cannula is bent causing the alert. Customer doesn't have any more sensors and replacement sensor was offered.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.